Event description:
During evaluation, a leak due to a small hole/slice/cut on the back of the cassette was observed, that led to a system error 2240 (air in line/set) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a small hole/slice/cut was observed in the cassette. Leak, clear passage, and clamp function testing were performed and a leak was observed due to a small hole/slice/cut on the back of the cassette. The cause of the damage was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.